Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. It was unknown if these three heartstring incidences occurred in one case or multiple cases; therefore, all three seals will be reported as one case.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to complaint.